Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Bg was addressed via a correction bolus. A system check was performed and it was found that the customer had forgotten to fill the tubing during the load sequence. Tandem technical support instructed the customer to fill the tubing. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.